Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an "issue". Details of the malfunction and patient involvement are unknown.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is the over temp alarm setting potentiometer on the main printed circuit board (pcb) was out of range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information: b5 and h6 - event problem device code.

Event description:
Additional information was received: obtained that the issue is "overtemp led not working".